Event description:
It was reported to boston scientific corp that a polaris ultra stent set was to be used in a stenting procedure on a pt. According to the complainant, during preparation for the procedure, the stent was found to be torn. The procedure was successfully completed using another polaris ultra stent set. The pt was reported to be "good" at the conclusion of the procedure.

Manufacturer narrative:
Complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event. (B)(4).